Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm or software error alarm could be confirmed due to the motor error alarms.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-45934.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. The customer stated that the alarm occurred while she was at work and that the insulin pump erased all settings after the motor error showed. She then noted another alarm which occurred during the rewind process after she had cleared the motor error. She reported that the insulin pump would not rewind without alarming. She advised that she works around magnets that remove security tags when asked if the device had been exposed to a strong magnetic field. Advised replacement of the insulin pump. Nothing further reported.